Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021 the patient went to two emergency departments (ed) for evaluation of dizziness, lightheadedness, and increased bleeding and discharge from driveline exit site. The patient had hit their head the weekend before due to a fall while drinking. A driveline culture was taken on (B)(6) 2021 that was positive for corynebacterium and gram-positive cocci in pairs. The patient's blood cultures were negative. On (B)(6) 2021 the patient had new onset of left sided eye blurriness. This progressed to darkness and then full vision loss that resolved back to baseline. The patient had labs taken, and an electrocardiogram (EKG) and computed tomography (CT) scan which did not reveal anything abnormal. An abdominal ultrasound revealed fluid collection in the left anterior thoracic cavity. A bilateral carotid ultrasound was ordered to rule out carotid stenosis as the cause of transient vision loss. Neurological checks were also ordered and were normal. The patient had a peripherally inserted central catheter (PICC) line inserted to go home on IV (intravenous) vancomycin. The patient's warfarin was held on (B)(6) 2021 in case a washout was needed and was resumed on (B)(6) 2021. The patient's diuretics were also held during admission and were restarted at a lower rate when the patient was discharged.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09mar2021. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including bleeding and infection (local, driveline, and pump pocket), that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Section 6 of the IFU, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2021 the patient went to two emergency departments (ed) for evaluation of dizziness, lightheadedness, and increased bleeding and discharge from driveline exit site. The patient had hit their head the weekend before due to a fall while drinking. A driveline culture was taken on (B)(6) 2021 that was (B)(6) for corynebacterium and gram-(B)(6) cocci in pairs. The patient's blood cultures were (B)(6). On (B)(6) 2021 the patient had new onset of left sided eye blurriness. This progressed to darkness and then full vision loss that resolved back to baseline. The patient had labs taken, and an electrocardiogram (EKG) and computed tomography (CT) scan which did not reveal anything abnormal. An abdominal ultrasound revealed fluid collection in the left anterior thoracic cavity. A bilateral carotid ultrasound was ordered to rule out carotid stenosis as the cause of transient vision loss. Neurological checks were also ordered and were normal. The patient had a peripherally inserted central catheter (PICC) line inserted to go home on IV (intravenous) vancomycin. The patient's warfarin was held on (B)(6) 2021 in case a washout was needed and was resumed on (B)(6) 2021. The patient's diuretics were also held during admission and were restarted at a lower rate when the patient was discharged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.